Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device history records review was conducted. The report indicates that the manufacturing location: (B)(4) manufacturing date: 25.sep.2013, 03.802.242 lot. 8620203. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the connecting screw of the aiming device is broken apart and the thread is stuck in cage. Reviewing DHR documentation for both parts confirms that they were manufactured in 2013 according to the specification. Both lots were released after final inspection with no findings. Visual investigation shows that the thread of the connecting screw was not inserted into the cage properly. It is obvious that the thread was inserted in slanting direction; therefore no proper connection was achieved. Because of improper connected system the applied mechanical force while insertion has caused the breakage of the connecting screw finally. Exceeding applied mechanical force while positioning was identified as root cause for the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the end of aiming device is broken and stuck in synfix-lr. It happened intra-operatively during surgery, the initial fusion surgery was completed successfully with a 10 minutes delay. Patient is (B)(6) and male. No fragments generated. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier is (B)(6). Device is an instrument and is not implanted or explanted. (B)(4). The device was received in a broken condition, so this code would not apply. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.